Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the tower door had failed. A field service engineer (fse) had serviced the tower latches and cleaned the switches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.